Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the pediatric patient's receiver began beeping, indicating a low estimated glucose value (egv) shortly after the sensor was applied to the arm. The parent did not perform a fingerstick blood glucose test but administered sugar based on the receiver's alert. The parent believes the patient's actual glucose level was lower than what the receiver indicated, as the patient began experiencing seizures. Emergency services were contacted, and the patient was transported to the emergency room. According to the parent, no medications were administered during the hospital visit. The patient remained hospitalized for two days and was discharged in stable condition. The parent reports the patient is currently feeling well. It is important to note that documentation regarding the treatment and management of hypoglycemic shock with seizure was not included in the medical record. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. Please disregard h6 health effect clinical code - 4582 no clinical signs, symptoms or conditions as this codes are not applicable for this report.